Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site abscess. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Living with diabetes 9 / page 107: warning: if an infusion site shows signs of infection: immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that the customer went to the emergency room and was diagnosed with an abscess. A shot was given to numb the site, then it was cut and drained. The patient was also prescribed cephalexin. She experienced pain while wearing the pod on her leg for between 36 and 48 hours.